Event description:
The account alleges that the siderail came unlatched. The patient fell out of the bed as a result. No information has been received on whether a severe injury occurred, due to the patient falling out of the bed.

Manufacturer narrative:
The technician determined that the device operated as designed. No malfunction would be found. All siderails operated as per specifications. As a result that the patient fell face down on the floor, this complaint will be reported. As of this report, no information has been provided by the account, as to the outcome of the x-rays and other tests performed on the patient to determine if any actual severe injury occurred. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.